Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cq5062 pta balloon dilatation catheter, allegedly experienced a rupture . The procedure was completed with another device. This report was received from one source. This event involved one patient whose age, weight and gender was not provided. This patient had no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found peeling throughout the length of the balloon. The device was inflated and water was seen exiting from a longitudinal rupture on the distal cone. Therefore, the investigation is confirmed for peeling and for a longitudinal rupture. The definitive root cause for the identified peeling and longitudinal rupture could not be determined based upon the available information. The device is labeled for single use.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cq5062 pta balloon dilatation catheter, allegedly experienced a rupture . The procedure was completed with another device. This report was received from one source. This event involved one patient whose age, weight and gender was not provided. This patient had no reported patient injury.